Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was determined to be an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A caregiver (cg) contacted baxter's service center regarding a system error 2240 (air in set) alarm, which occurred on the homechoice (hc) during use. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was found that the patient line was not completely primed before connecting. The technical service representative (tsr) assisted the cg in clearing the alarm and advised the cg to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.